Event description:
Patient presented with pain in the tongue region extending to the right ear and edema in the area inferior to and around the neck incision. Physician prescribed antibiotics and steroids. Patient presented back to the physician with pain persisting from the right side of tongue and radiating to the ear. Physician prescribed low dose gabapentin.